Event description:
The customer reported the unit failed a processor pca autotest.

Manufacturer narrative:
(B)(4): the customer reported the unit failed a processor pca autotest. A philips rep evaluated the device, and the reported symptom was duplicated. Replacing the processor pca resolved the issue.